Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The reported complaint was confirmed through production and quality testing. Maximum temperature for the attachment head exceeded iso 13732-1 and es-1104 for maximum allowable temperature when load tested. The attachment exhibited temperature increase during free run testing of 38.1c and load testing of 57.9c. The exterior of the attachment did not show any major wear. Microscopic evaluation revealed moderate gear wear on the head-tail and head assemblies and detachment and subsequent lodging of the cap end bearing in the cap cavity. This would have led to set instability, contributing to the overheating seen during the investigation. The interior of the head cavity and gears were dry and did not show signs of lubrication.

Event description:
In this event it was reported that an estylus 1:5 handpiece overheated while in use. There was no injury or intervention.